Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported bleeding, renal dysfunction, and hypertension could not be conclusively established through this evaluation. In addition, a specific cause for the reported infection could not be conclusively determined. Review of the device history record (DHR) for the centrimag blood pump, lot number l07761-la4, revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump us instructions for use (IFU) (rev. 09) lists bleeding, infection, renal dysfunction and hypertension as adverse events that may be associated with the use of the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: a backup centrimag pump, console, motor and accessories should be available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after a heart transplant, the patient developed intraoperative, recurrent arrhythmias leading to first left ventricle dysfunction, and then persistent right ventricle dysfunction. A centrimag right ventricle assist device (rvad) and impella were placed on (B)(6) 2023. High chest tube output was noted after chest closure. An emergent chest reopening was performed prior to leaving the operating room to control the bleeding. The patient received a total of 10 units packed red blood cells (prcb's) and left the operating room with an open chest. High chest tube output and bleeding continued on (B)(6) 2023, and the patient went to the operating room for a chest washout. No surgical source of bleeding was identified, and 2 clots were removed. Hemodynamic instability occurred post-op. The patient was on pressors and received multiple units of blood products. Blood pressure was elevated starting on (B)(6) 2023. Acute kidney injury also occurred post op on (B)(6) 2023 with significant volume overload and increased creatinine. Nephrology was consulted and the patient was started on continuous renal replacement therapy (crrt). The patient had a history of multiple driveline infections while implanted with lvad from a different manufacturer. During lvad removal and orthotopic heart transplant (oht) surgery, cultures were obtained. On 1(B)(6) 2023, cultures returned positive for staph aureus, and infectious disease was consulted. The patient continued on antibiotic medication for possible pneumonia with chest x-ray showing retrocardiac consolidation. The patient¿s right heart function improved, and the centrimag rvad was decannulated and their chest was closed on (B)(6) 2023. The patient¿s bleeding resolved on (B)(6) 2023, right heart failure resolved on (B)(6) 2022, the renal dysfunction resolved on (B)(6) 2023, and hypertension resolved on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2023, the patient continued high chest tube output and bleeding. The patient returned to or for chest washout. There was no surgical source of bleeding noted but 2 clots were removed. The patient returned to intensive care unit (ICU) with open chest. On (B)(6) 2023 there was continued bleeding concern and 1-unit prbc's transfused. On (B)(6) 2023 their chest was closed, and hemoglobin was monitored. On (B)(6) 2023, right heart function was improved, and rvad was decannulated. The patient continued on inotropes and inhaled nitric. On (B)(6) 2023 stable hemoglobin continued and there were no further signs of bleeding. (B)(6) 2023, echo showed improving right heart function. On (B)(6) 2023, continuous renal replacement therapy (crrt) for fluid was removed. On (B)(6) 2023 the patient continued with good urine output, was off crrt and renal function was stable. On (B)(6) 2023, the patient was getting aggressive diuresis for volume overload. On (B)(6) 2023, they were weaned off gtts and euvolemic. Blood pressure was reportedly low. The patient was given albumin and started on midodrine. On (B)(6) 2023, the patient had fluctuating alertness and worsening lethargy. Neurology was consulted. Computed tomography (CT) head and magnetic resonance imaging (MRI) brain were ordered and trazadone and ramelteon were stopped. The MRI showed acute infarct in right parieto-occipital lobe. There was no sign of hemorrhage. Mentation improved. The patient had difficulty responding after being transferred to bedside commode. A code stroke was called however neurologist assessment concluded no stroke occurred. Patient has likely delirium and acute encephalopathy. Care was continued to prevent hypotension. On (B)(6) 2023, the patient's mental status continued to wax and wane. (B)(6) 2023, mental status was improved, no deficits noted. The patient was having abdominal pain and diarrhea. Stool culture obtained negative for clostridioides difficile (cdiff) and positive for shigella group. The patient was started on meropenem 1gm IV every 12 hours for 5 days on (B)(6) 2023. On (B)(6) 2023, patient completed course of meropenem.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that intraoperative after heart transplant patient developed recurrent arrhythmias leading to first left ventricle dysfunction, and persistent right ventricle dysfunction. Centrimag right ventricle assist device (rvad) and impella were placed. High chest tube output was placed after chest closure. Emergent chest reopening was performed prior to leaving operating room to control bleeding. Patient received a total of 10 units packed red blood cells (prcb's) intraoperatively. The patient left operating room with open chest. Hemodynamic instability occurred post-op. The patient was on pressors and received multiple units of blood products. Blood pressure was elevated starting on (B)(6) 2023. Acute kidney injury also occurred post op with significant volume overload and increase in creatinine from baseline 1.1 to 2.1. Nephrology was consulted and the patient was started on continuous renal replacement therapy (crrt). The patient had history of multiple driveline infections. During lvad removal and orthotopic heart transplant (oht) surgery, cultures were obtained. On (B)(6) 2023, cultures returned positive for staph aureus. On (B)(6) 2023, infectious disease consulted. The patient continued on vancomycin, then stopped cefuroxime and started on ceftazidime for possible pneumonia with chest x-ray showing retrocardiac consolidation. The patient had bradycardic cardiac arrest during deep suctioning. Code blue was called. The patient was resuscitated after one round of advanced cardiac life support (acls) and 1mg epinephrine. The patient was hospitalized, continue antibiotics and supportive care.